Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my right coil has migrated') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not have the confirmation test done". The patient's medical history included parity. Previously administered products included for an unreported indication: oral contraceptive. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tinnitus ("she had ringing in the ears"), dyspareunia ("painful intercourse"), alopecia ("she was losing her hair"), pelvic pain ("pelvic pain"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), mood swings ("mood swings") and bacterial vaginosis ("bv infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tinnitus ("she had ringing in the ears"), dyspareunia ("painful intercourse"), alopecia ("she was losing her hair"), pelvic pain ("pelvic pain"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), mood swings ("mood swings") and bacterial vaginosis ("bv infection"). The patient was treated with surgery (esure removal). Essure (ess205) was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, tinnitus, dyspareunia, alopecia, pelvic pain, feeling abnormal, memory impairment, mood swings and bacterial vaginosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, bacterial vaginosis, device dislocation, dyspareunia, feeling abnormal, memory impairment, mood swings, pelvic pain, pregnancy with contraceptive device and tinnitus to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- essure removal added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my right coil has migrated') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and treatment noncompliance "did not have the confirmation test done". The patient's medical history included parity. Previously administered products included for an unreported indication: oral contraceptive. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), tinnitus ("she had ringing in the ears"), dyspareunia ("painful intercourse"), alopecia ("she was losing her hair"), pelvic pain ("pelvic pain"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), mood swings ("mood swings") and bacterial vaginosis ("bv infection"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), tinnitus ("she had ringing in the ears"), dyspareunia ("painful intercourse"), alopecia ("she was losing her hair"), pelvic pain ("pelvic pain"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), mood swings ("mood swings") and bacterial vaginosis ("bv infection"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, tinnitus, dyspareunia, alopecia, pelvic pain, feeling abnormal, memory impairment, mood swings and bacterial vaginosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure (ess205). The reporter considered alopecia, bacterial vaginosis, device dislocation, dyspareunia, feeling abnormal, memory impairment, mood swings, pelvic pain and tinnitus to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information and event my right coil has migrated , bv infection added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.